Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that (3) of the 511st trocar sleeve gaskets tore during the case. They were replaced with 511s tristar trocars and (2) of the gaskets tore during the remiander of the case. Opened (2) more trocars to finish the case. This was from kit fdg13, lot # (m4d7020). There was no consequence to the pt.